Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -11.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was implanted upside down. Intraoperatively the lens was removed and there was patient injury. During the lens removal the lens had ruptured and damaged the corneal endothelium and it was also reported the patient experienced significant reduction of endothelia cell count or significant endothelial cell loss. It was indicated the problem is not resolved. The cause of the event was reported as unknown.